Event description:
It was preorted that (1) device was used during an unknown procedure. It was reported by the affiliate that the tct55 instrument firing knob popped out and the device was inoperative due to lock out. Another instrument was used to complete the case. There was no consequence to the pt. The device was dicarded.